Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 476mg/dl. The customer experienced fatigue, nausea, and vomiting. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The customer stated having two bent cannulas in the past two years. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.